Event description:
It was reported to philips that the video was not displaying on the flex monitor. The user rebooted the system, but the issue persisted. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.